Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis, and the reported failure error c-34 was confirmed and reproduced.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, there was c-34 errors on the screen. The procedure was completed with no indication of patient injury.